Event description:
It was reported that the ilet pump did not charge on the supplied charging pad and cable, as indicated by the charging pad blinking while the pump remained at 70%, and the issue persisted after trying a different outlet; the user subsequently used a different cable with the charging pad and the pump began charging. Symptoms included no adverse clinical symptoms. Outcomes included no impact to health. Investigation included user troubleshooting to change the outlet and substitute the charging cable. Investigation of this case revealed that the original charging cable was nonfunctional while the charging pad and pump operated with an alternate cable. It was concluded, based on previously established findings for similar reports, that the event resulted from a faulty charging accessory, and a replacement charger would be provided.